Event description:
It was reported when the device is in the lock position, it is still moving. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported when the device is in the lock position, it is still moving. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The information in this report was incorrectly reported the reported device did not have an issue with moving while in the lock position.